Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding/abnormal bleeding (general)"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included post-traumatic stress disorder and c-section. Previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included multigravida, parity 3 ((B)(6) 2007; (B)(6) 2010; (B)(6) 2011), ovarian cyst and dysfunctional uterine bleeding ((B)(6) 2007; (B)(6) 2010; (B)(6) 2011). Concomitant products included tramadol hydrochloride (ultram). On (B)(6) 2013, the patient had essure (ess205) inserted. On the same day, the patient experienced weight increased ("gained weight"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain lower, abdominal pain and nausea, abortion spontaneous (seriousness criterion medically significant), back pain ("back pain"), abdominal distension ("bloating"), migraine ("migraines"), depression ("depression"), arthralgia ("hip pain") and pain in extremity ("radiating pain down the thigh"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with tramadol, paracetamol (tylenol), morphine, oxycocet (percocet), antibiotics and surgery (ablation). At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, fatigue, back pain, abdominal distension and migraine outcome was unknown and the vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, pelvic pain, weight increased, arthralgia and pain in extremity had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure (ess205). The reporter considered abdominal distension, abortion spontaneous, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events depression,weight loss, pelvic pain, dysmenorrhea, nauseous, pain abdomen. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet-all relevant medical records, concurrent condition, concomitant medication. Events vaginal hemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, nausea, dysmenorrhea, pelvic pain, hip pain, radiating pain down the thigh, vaginal discharge, weight increased were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device that focally extends into d myometrium'), pelvic pain ('pain/pain'), genital haemorrhage ('heavy and irregular bleeding/abnormal bleeding (general)'), vaginal haemorrhage ('abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)') and heavy menstrual bleeding ('menorrhagia/abnormal bleeding (vaginal, menorrhagia)') in a 24-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included post-traumatic stress disorder, multiple caesarean sections, menorrhagia and bicornuate uterus. Previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included multigravida, parity 3 (B)(6) 2007; (B)(6) 2010; (B)(6) 2011, ovarian cyst and dysfunctional uterine bleeding (B)(6) 2007; (B)(6) 2010; (B)(6) 2011. Concomitant products included opioids. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have weight increased ("gained weight/weight gan /loss specify: which one"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). In 2013, the patient experienced mental disorder ("psychological or psychiatric problems") and was found to have weight decreased ("weight gain/loss specify which one type:"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy") with abdominal pain lower, abdominal pain and nausea and experienced depression ("depression"). In 2015, the patient experienced abortion spontaneous ("miscarriage"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/fatigue"), cystitis ("bladder infection/infection (bladder/urinary tract/vaginal)"), urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal)"), vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal)") with vaginal discharge, bladder disorder ("bladder problem/bladder or urinary problems or changes") and urinary tract disorder ("urinary problems/bladder or urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), migraine ("migraines"), back pain ("back pain"), arthralgia ("hip pain") and pain in extremity ("radiating pain down the thigh"). The patient was treated with antibiotics, morphine, oxycodone hydrochloride; paracetamol (percocet), paracetamol (tylenol), tramadol, endometrial curettage and surgery (total robotic laparoscopic hysterectomy, bilateral salpingectomy cystoscopy., ablation, ablation, lysis of adhesion, d and c and to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, dyspareunia, fatigue, abdominal distension, migraine, back pain, mental disorder and weight decreased outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, weight increased, arthralgia and pain in extremity had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal distension, abortion spontaneous, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, mental disorder, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 192 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in medical records:depression,weight loss, pelvic pain, dysmenorrhea, nauseous, pain abdomen., embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received: product code was changed from ess205 to ess305. Reporter information, other relevant history, event : "essure device that focally extends into d myometrium" , stop date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device that focally extends into d myometrium'), pelvic pain ('pain/pain'), genital haemorrhage ('heavy and irregular bleeding/abnormal bleeding (general)'), vaginal haemorrhage ('abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)') and heavy menstrual bleeding ('menorrhagia/abnormal bleeding (vaginal, menorrhagia)') in a 24-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included post-traumatic stress disorder, multiple caesarean sections, menorrhagia and bicornuate uterus. Previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included multigravida, parity 3 ((B)(6) 2007; (B)(6) 2010; (B)(6) 2011), ovarian cyst and dysfunctional uterine bleeding ((B)(6) 2007; (B)(6) 2010; (B)(6) 2011). Concomitant products included opioids. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have weight increased ("gained weight/weight gan /loss specify: which one"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). In 2013, the patient experienced mental disorder ("psychological or psychiatric problems") and was found to have weight decreased ("weight gain/loss specify which one type:"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy") with abdominal pain lower, abdominal pain and nausea and experienced depression ("depression"). In 2015, the patient experienced abortion spontaneous ("miscarriage"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/fatigue"), cystitis ("bladder infection/infection (bladder/urinary tract/vaginal)"), urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal)"), vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal)") with vaginal discharge, bladder disorder ("bladder problem/bladder or urinary problems or changes") and urinary tract disorder ("urinary problems/bladder or urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), migraine ("migraines"), back pain ("back pain"), arthralgia ("hip pain") and pain in extremity ("radiating pain down the thigh"). The patient was treated with antibiotics, morphine, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol), tramadol, endometrial curettage and surgery (total robotic laparoscopic hysterectomy, bilateral salpingectomy cystoscopy., ablation, ablation, lysis of adhesion, d and c and to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, dyspareunia, fatigue, abdominal distension, migraine, back pain, mental disorder and weight decreased outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, weight increased, arthralgia and pain in extremity had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal distension, abortion spontaneous, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, mental disorder, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight 192 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in medical records:depression,weight loss, pelvic pain, dysmenorrhea, nauseous, pain abdomen., embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding/abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy") in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included post-traumatic stress disorder and multiple caesarean sections. Previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included multigravida, parity 3 ((B)(6) 2007; (B)(6) 2010; (B)(6) 2011, ovarian cyst and dysfunctional uterine bleeding ((B)(6) 2007 (B)(6) 2010; (B)(6) 2011. Concomitant products included tramadol hydrochloride (ultram). On (B)(6) 2013, the patient had essure (ess205) inserted. On the same day, the patient experienced weight increased ("gained weight/weight gan /loss specify: which one"). In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2013, the patient experienced mental disorder ("psychological or psychiatric problems") and weight decreased ("weight gain/loss specify which one type:"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain/pain"). In 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain lower, abdominal pain and nausea. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/fatigue"), cystitis ("bladder infection/infection (bladder/urinary tract/vaginal)"), urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal)"), vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal)") with vaginal discharge, bladder disorder ("bladder problem/bladder or urinary problems or changes") and urinary tract disorder ("urinary problems/bladder or urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("bloating"), migraine ("migraines"), back pain ("back pain"), depression ("depression"), arthralgia ("hip pain") and pain in extremity ("radiating pain down the thigh"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with tramadol, paracetamol (tylenol), morphine, oxycocet (percocet), antibiotics, surgery (ablation), surgery (ablation, lysis of adhesion, d and c) and surgery (ablation, lysis of adhesion, d and c). At the time of the report, the genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, dyspareunia, fatigue, abdominal distension, migraine, back pain, mental disorder and weight decreased outcome was unknown and the vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, pelvic pain, weight increased, arthralgia and pain in extremity had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure (ess205). The reporter considered abdominal distension, abortion spontaneous, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mental disorder, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 192 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 17-sep-2013: bilateral tubal occlusion . Concerning the injuries reported in this case, the following ones were confirmed in medical records:depression,weight loss, pelvic pain, dysmenorrhea, nauseous, pain abdomen. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received: psychological or psychiatric problems and weight loss were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding/abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy") in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included post-traumatic stress disorder and multiple caesarean sections. Previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included multigravida, parity 3 ((B)(6) 2007; (B)(6) 2010; (B)(6) 2011), ovarian cyst and dysfunctional uterine bleeding ((B)(6) 2007; (B)(6) 2010; (B)(6) 2011). Concomitant products included tramadol hydrochloride (ultram). On (B)(6) 2013, the patient had essure (ess205) inserted. On the same day, the patient experienced weight increased ("gained weight/weight gan /loss specify: which one"). In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2013, the patient experienced mental disorder ("psychological or psychiatric problems") and weight decreased ("weight gain/loss specify which one type:"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain/pain"). In 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain lower, abdominal pain and nausea. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/fatigue"), cystitis ("bladder infection/infection (bladder/urinary tract/vaginal)"), urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal)"), vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal)") with vaginal discharge, bladder disorder ("bladder problem/bladder or urinary problems or changes") and urinary tract disorder ("urinary problems/bladder or urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("bloating"), migraine ("migraines"), back pain ("back pain"), depression ("depression"), arthralgia ("hip pain") and pain in extremity ("radiating pain down the thigh"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with tramadol, paracetamol (tylenol), morphine, oxycocet (percocet), antibiotics, surgery (ablation), surgery (ablation, lysis of adhesion, d and c) and surgery (ablation, lysis of adhesion, d and c). At the time of the report, the genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, dyspareunia, fatigue, abdominal distension, migraine, back pain, mental disorder and weight decreased outcome was unknown and the vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, pelvic pain, weight increased, arthralgia and pain in extremity had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure (ess205). The reporter considered abdominal distension, abortion spontaneous, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mental disorder, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 192 lbs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion . Concerning the injuries reported in this case, the following ones were confirmed in medical records:depression,weight loss, pelvic pain, dysmenorrhea, nauseous, pain abdomen. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.